Event description:
Nine months ago new surgeon agreed to do repair using the reflexion mpj system because the modularity of the system allowed the larger head sizes to be used with the samll stem to make up for the toe length loss and still maintain some mobility of the toe. Doctor decided not to use bone cement because of amount of the bone that had already been removed and the already present avascular tissues in area of the repair site. Nine months later the patient presented in his office with a somewhat displaced and rotated implant. The original small metatarsal stem and metatarsal head were removed. A new small metatarsal stem with an extra long metatarsal assembly was cemented into place. In order to limit future risk the patient was placed in a cast for the next 3 to 6 weeks. Doctor was pleased with the revision.